Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17 2007. Evaluation summary:evaluation was completed and the condition of the failure code 500 in the event history, due to improper decontamination, was confirmed. The baxter technician repaired and tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
During service by baxter, a failure code 500 was found in the event history. No additional information or contact was available.